Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The IFU, commander delivery system IFU was reviewed. Based on the review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event for post-implantation-central regurgitation and increased gradients were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that the valve was deployed in the pulmonic position. Therefore, it was off label operation. As reported, "approximately 3 years and 8 months post successful tmvr procedure using a 29mm s3, the patients recent echo revealed insufficiency and a gradient of 30mmhg across the 29mm s3. By fluoroscopy measurements the valve diameter measured 27mm. A new 29mm s3ur valve was placed and was pre and post ballooned with a 28 true balloon. The post gradient was 1mmhg". Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, "fluoroscopy measurements valve diameter measured 27mm", and the incident valve was size 29mm, so the incident valve was under expended. The under expanded valve could lead to the suboptimal leaflets coaptation, resulting in central regurgitation as reported. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the incident valve was likely under expanded. An incompletely expanded thv would cause a reduction in the effective orifice area, which can obstruct the blood blow across the valve, resulting in the reported elevated gradients. Available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
Approximately 3 years and 8 months post successful tmvr procedure using a 29mm sapien 3 valve, the patients recent echo revealed insufficiency and a gradient of 30mmhg across the 29mm s3. By fluoroscopy measurements the valve diameter measured 27mm. A new 29mm s3ur valve was placed and was pre and post ballooned with a 28 true balloon. The post gradient was 1mmhg.

Event description:
Per medical record review, the three-year tte indicated that the tpvr now with mild pulmonary valve stenosis with moderate to severe insufficiency, peak vel of 2.54 m/s, peak gradient of 26mmhg. Compared to on (B)(6) 2020 study, there has been significant change with increased pr severity. On the day of the procedure there was a successful placement of a 29mm s3ur in the pulmonic position via transvenous approach inside an existing s3 valve with a post gradient of 1mmhg.